Manufacturer narrative:
Section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door could not be opened. The fault phenomenon was that the door could not open, and the motion system reported errors. Gantry motion was abnormal, with the controller continuously skipping. Tilt movement was intermittent and unable to function properly. At the same time, rotor position deviation was observed, and the multi-turn absolute encoder data was lost. No patient was present at the time of the event.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) visited the site to test the imaging system and found that the door cable was too loose and had slipped off the pulley. The rep re-tensioned the cable and performed rotor offset calibration. Additionally, the gantry controller was replaced due to continuous skipping. Investigation revealed contact issues within the board as well as problems with the signal cables. The gantry controller was therefore replaced with a new unit. As a result, the door opened and closed normally, gantry motion no longer skipped, the rotor position was calibrated correctly, and the system resumed normal operation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.